Event description:
The account alleged the knee would raise on the bed and as soon as the button was released the knee would run back down on its own. No injury reported.

Manufacturer narrative:
The account found the head limit switch was causing the alleged knee down self-run. No further info is available on the repair of the bed at this time.